Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.

Event description:
Patient reported right side "rupture." Healthcare professional additionally reported "contains heterogeneous internal signal and multiple areas of subcapsular abnormal linear signal (linguine sign) in keeping with intracapsular rupture. There is irregularity of the external capsule, most marked medially and inferiorly where there appears to be focal breach with extra capsular silicone signal fluid collection consistent with extra capsular rupture. A separate focal 8x10 mm collection of extra-implant silicone lies just superior to the implant with a prominent 16x4 mm axillary node lying adjacent, no intra-nodal silicone signal convincingly identified". Device remains implanted.

Event description:
Patient additionally reported "pain, capsular contracture baker grade unknown, superior malposition, and rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.